Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had surgery on (B)(6) and the implant was turned off for the surgery. Caller said that after the surgery they put a catheter in and when the patient went to the nursing home last week they said the patient was incontinent and the patient hadn't peed in 2 days. Caller said the patient's programmer was lost and they were not sure if the ins was turned back on or not. Caller was aware the replacement programmer process was through sun med. Caller inquired if there was a way to get the ins turned back on before new programmer process. Agent sent an email to the local manufacturer representative (rep).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.